Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The additional damages noted in the analysis likely occurred during removal of the catheter from the coil or possibly as a result of packaging and shipment back to abbott. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the 2.0x20 mm mini trek balloon catheter was removed from the packaging it was observed that the hypotube was bent. The balloon catheter was not used on the patient. A new 2.0x20 mm mini trek balloon was used successfully to complete the case. No resistance was felt during the process. The patients final outcome was satisfactory. There was no clinically significant delay in the procedure reported because of the failure. No additional information was provided. Returned device analysis revealed a tear at the guide wire exit notch.